Manufacturer narrative:
On (B)(6) 2009, (B)(6), director of materials management, was informed by facilities director of risk services, (B)(6), that the monitor would be sequestered until further notice. On (B)(6)2009 - (B)(4), bed check distributor, indicated that nothing has been changed and that the facility was not returning any devices. The bed check model ii, part #72052 had gone obsolete and new units have not been produced since 2001. It is unknown what the condition is of the alleged monitor or when it was produced as (B)(6) memorial hospital would not return the monitor for stanley's evaluation.

Event description:
Patient got up to use the bathroom and it was reported that the monitor did not alarm. Patient fell and hit his head during the weekend of (B)(6) 2009 - (B)(6) 2009.